Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. The IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had respiratory distress and was admitted on (B)(6) 2025. The patient was intubated on full support. Oxygen saturation was in the 70s. The patient progressed to multisystem organ failure, hypoxic respiratory failure, as well as metabolic and respiratory acidosis. The patient passed away. It was said the ventricular assist device was functioning as intended at the time of death. No autopsy was performed and the device would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.